Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they passed out and injured his head. The customer was further treated and was released. Customer did go to the emergency room and did have 8 staples due to insulin pump malfunctioning. The device will not be returned for analysis.